Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high pace impedances on the right atrial (ra) lead. The values of the impedances were noted to be greater than 2500 ohms. A fracture was suspected in the lead, but was not confirmed. At this time, the crt-d and ra lead remain in service. The patient is being monitored. No adverse patient effects were reported.